Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the fully charged autopulse li-ion battery (sn (B)(4) does not power on the autopulse platform. The status leds on the battery show 4 solid green lights. The battery also successfully charges in the multi-chemistry battery charger (mcc) and the status leds on the mcc illuminated green. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 12153 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.